Manufacturer narrative:
Updated information: d4: catalog number. H6: component code changed from g04105 to g07003. The investigation for the high purge pressure has been completed. The cause of the high purge pressure could not be determined as limited clinical details were provided and no product was returned for analysis in attempt to reproduce issue. The cause of the pump stop could not be determined as no product was returned for evaluation and data logs were not conclusive to distinguish between biomaterial ingestion or bearing wear.

Event description:
The complainant reported they are planning on returning the pump. The complainant also reported that no harm or complications to the patient occurred; the pump could be changed without any problems.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old female was implanted with a impella cp for support during a high risk cardiac procedure. The pump stopped following high purge pressure and low pump flow. No additional information was provided.